Event description:
It was reported that following an implantable pulse generator (ipg) revision procedure the patients developed an infection at the ipg pocket site, accompanied by purulent discharge. The patient was admitted to the hospital and underwent an explant procedure wherein everything was removed. The physician attributed the infection to the recent ipg revision. The patient was placed on antibiotics. The patient was doing well postoperatively. The explanted device components were kept by the facility and will not be return.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7001912/21246544. Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 5004970/19043602.